Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 766mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. The customer stated that she does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.